Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("just after placement of the essure inserts, the pelvic pain became chronic") and salpingitis ("pathological anatomy examination found left uterine tube highly inflamed with formation of a cyst") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), fatigue ("crushing fatigue"), sciatica ("chronic sciatica in the left leg"), areflexia ("loss of deep tendon reflex"), hypoaesthesia ("numbness in the calf"), allergy to metals ("allergy to nickel"), fallopian tube cyst ("pathological anatomy examination found left uterine tube highly inflamed with formation of a cyst") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy was performed in 2017). Essure was removed in 2017. At the time of the report, the pelvic pain, salpingitis, fatigue, allergy to metals and fallopian tube cyst outcome was unknown, the sciatica, areflexia and hypoaesthesia had resolved and the weight increased had not resolved. The reporter considered areflexia, fallopian tube cyst, fatigue, hypoaesthesia, pelvic pain, salpingitis and sciatica to be related to essure. The reporter provided no causality assessment for allergy to metals and weight increased with essure. The reporter commented an article on a blog. She stated one month after removal of the inserts, she had miraculously become again the person she was before. Diagnostic results: on an unspecified date - the pathological anatomy examination found the left uterine tube highly inflamed with formation of a cyst. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed 58 cases. Pelvic pain. The analysis in the global safety database revealed 3083 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.